Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer report of the pump not recognizing the door was open, which was reproduced. The reported condition was verified. The cause was determined to be the lower link being depressed. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize the door was open. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.